Event description:
It was reported by service report that the gas cylinder failed on the fowler and was drifting down. The customer stated that there was a pt involved, but no adverse consequences were reported.